Event description:
It was reported by the patient's mother that the patient was having an increase in seizures. It was indicated that the patient's baseline was 1-2 per year but then last year she began to have 7 grandmal seizures which was above pre-vns baseline. It was stated that diagnostics were within normal limits. No additional relevant information has been received to date.

Event description:
Information was received that the patient had a prophylactic battery change. The explanted product was indicated to have been sent back but has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Event description ¿ correction ¿ inadvertently did not include receiving product in supplemental #01 MDR submitted. D9. Device available for evaluation? ¿ correction - inadvertently did not include receive date in supplemental #01 MDR submitted. H3. Device evaluated by MFR? ¿ correction - inadvertently did not include selection and code 02 with device evaluation underway in supplemental #01 MDR submitted.

Event description:
Device was received for product analysis and is currently underway.

Event description:
Product analysis (pa) for returned generator was completed. The pulse generator was explanted/returned due to ¿prophylactic replacement¿. Although the reported allegation of ¿increased seizures¿ cannot be evaluated in the pa laboratory setting, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. This was successfully verified in the pa lab. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. Pa worksheet was reviewed and no anomalies were found. Decoder spreadsheet was reviewed and no anomalies were found. There was high impedance post explant that will not be captured as its related to the explant procedure.